Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases and a curved opening on posterior. Leak test and microscopic analysis was performed which identified: four striated openings on posterior, anterior and radius, and non-penetrating nicks striated on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: four striated opening on posterior, anterior and radius assessed as surgical damage consist in the use of some surgical tool. Non-penetrating nicks striated on posterior assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.